Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging diagnosed with kidney disease, nausea, dizziness, nasal/throat irritation or soreness. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of experiencing nausea, dizziness, nasal/throat irritation, and diagnosed with kidney disease. The patient allegedly states the device has a strange odor. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Care orchestrator data was unavailable. 0 errors were logged. Device was likely reset prior to pil receipt due to the device having 3905.2 hours with 0 blower hours and 0 therapy hours logged. Pil observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, pca, blower box upper cap, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. The device is missing the accessory module flip door. Pil technician observed no odor coming from the device. A contaminate consistent with keratin was observed on the blower box. Pil is unable to directly address the symptoms outlined in the complaint. Pil did observe dust/dirt contamination in the airpath, likely from a source external to the device. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.